Event description:
The patient reported that their stimulation turned on by itself. The patient had turned their stimulation off but it turned on by itself and shocked them. These issues started in (B)(6) 2016. The patient tried to turn it off but could not and noted that the stimulation was stuck on. It was noted that the patient had been pressing the stimulation on button to turn their stimulation off. The stimulation on and off buttons were reviewed with the patient. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.